Event description:
It was reported that the device was at eri, and that when it was interrogated, only question marks would appear by the sensing value. The sensivity setting was able to be programmed and interrogation could proceed. The device was explanted and replaced. Follow up revealed that while at the dentist office a few weeks before device replaced, magnet was placed over the device, patient went into svt, and "that led to a device check where they discovered the need for a generator change." The patient was reported to be pacemaker dependent, though did have her own underlying rhythm in the 80s to 90s. No further patient complications were reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri - went to eri on (B)(6) 2009.